Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). S/w 3.0b. The customer passed away on oct 21, 2021. The pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0875 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. Please see below when reviewing the history download. There is no data available due to the pump was stored for an extended period without a battery. The test p-cap and reservoir does lock in place in the reservoir compartment. However, a cracked reservoir tube lip was noted during testing. The following were noted during visual inspection: minor scratched display window, cracked case at display window corner, scratched case and scratched reservoir tube window. The pump passed the functional testing. A cracked reservoir tube lip was confirmed.

Event description:
Medtronic received information that harm reported, with no allegation occurred. There was an allegation of death as a result of this event.